Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant devices:omnipaque contrast media, boston scientific encore inflation device.

Event description:
It was reported that during a right iliac procedure, a 7mmx2cm powerflex pro balloon catheter would not hold pressure while being inflated. A balloon burst was noted. The physician stated that the balloon had a hole in it. The device did not get up to nominal pressure. Therefore, the device was removed intact from the patient. A new balloon of the same size was used to complete the procedure. There was no patient injury reported. The device will not be returned for analysis. When physician went to inflate balloon it did not hold pressure. Physician said balloon had a hole in it. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. No kinks/damages were noted prior to inserting the product into the patient. The device prepped normally. Omnipaque contrast media was used with a 50/50 contrast to saline ratio. A boston scientific encore inflation device was utilized. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve. The target lesion was moderately calcified and had a rate of 80% stenosis. There was no documented tortuosity. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink during use.

Manufacturer narrative:
Complaint conclusion: it was reported that during a right iliac procedure, a 7mmx2cm powerflex pro balloon catheter would not hold pressure while being inflated. A balloon burst was noted. There was no patient injury reported. The target lesion was moderately calcified and had a rate of 80% stenosis. There was no documented tortuosity. There was no difficulty advancing the device through the vessel or crossing the lesion. When physician went to inflate balloon it did not hold pressure. The physician stated that the balloon had a hole in it. The device did not get up to nominal pressure. Therefore, the device was removed intact from the patient. A new balloon of the same size was used to complete the procedure. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. No kinks/damages were noted prior to inserting the product into the patient. The device prepped normally. Omnipaque contrast media was used with a 50/50 contrast to saline ratio. A boston scientific encore inflation device was utilized. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve. The device did not kink during use. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, there are vessel characteristics (moderately calcified, 80% stenosis) that may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
An updated device history record (DHR) was conducted as follows: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No additional information was provided.

Manufacturer narrative:
Complaint conclusion: it was reported that during a right iliac procedure, a 7mmx2cm powerflex pro balloon catheter would not hold pressure while being inflated. A balloon burst was noted. There was no patient injury reported. The target lesion was moderately calcified and had a rate of 80% stenosis. There was no documented tortuosity. There was no difficulty advancing the device through the vessel or crossing the lesion. When physician went to inflate balloon it did not hold pressure. The physician stated that the balloon had a hole in it. The device did not get up to nominal pressure. Therefore, the device was removed intact from the patient. A new balloon of the same size was used to complete the procedure. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. No kinks/damages were noted prior to inserting the product into the patient. The device prepped normally. Omnipaque contrast media was used with a 50/50 contrast to saline ratio. A boston scientific encore inflation device was utilized. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve. The device did not kink during use. One non sterile catheter powerflexpro 7mm2cm 80 was received coiled inside a plastic bag. Balloon was previously inflated and deflated. No other damages were found in the device. Leak test was performed and a pinhole was found in the mid section of the balloon. Sem results showed that the balloon external surface exhibited evidence of several scratches near to the leakage. The balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderately calcified, 80% stenosis) that may have contributed to the difficulty experienced by the customer as evidenced by scratches noted on the external surface of the balloon during analysis. Neither the information available nor the analysis suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The complaint product was returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.